Event description:
It was reported an attempt to deploy this biliary stent in the iliac artery resulted in inadvertent deployment in the aorta. A snare was used to grasp the stent and reposition it at the intended implant site. However, once in the iliac, the snare would not release the stent. Uneventful retrieval of the stent followed utilizing the snare. The patient's condition is good. One delivery system with the teflon sheath retracted and a free floating stent were rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the proximal end of the sheath bump was flared and frayed. No anomalies were noted with the stent. This device was used in an non-indicated procedure, iliac stent placement. It was also indicated that an attempt to reposition the stent was made. This device displayed characteristics consistent with exertion against resistance, a flared and frayed sheath bump. Therefore, co believes the above factors may have contributed to this event and do not attribute it to the device. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm...the stent cannot be repositioned if it is more than 50% deployed."